Event description:
Harmonic ace handpiece used on diagnostic laparoscopy case in 2006. Surgeon stopped using device after it appeared to be producing smoke. Removed product from or field. Ultracision unit removed & isolated.